Manufacturer narrative:
H6) additional information was received indicating that the reported event occurred during preventative maintenance; there was no patient injury.

Manufacturer narrative:
One smiths medical medfusion pump was returned for analysis with the top case chipped on corners and cracked by tubing guides and cracked right case. Event log history was performed and indicated that check clutch/ plunger lever was found recorded in history. During analysis, the reported issue was able to be duplicated. It was noted that normal wear of the lead screw and clutch halves was the cause of the reported issue. Service replaced the lead screw, clutch spring and both clutch halves. Service also replaced the cracked top case, performed occlusion test and all functional tests which passed. Based on the evidence, the complaint was confirmed, and the problem source of the reported event was noted to be normal wear.

Event description:
Information was received indicating that a smiths medical medfusion pump failed motor drive, exhibited check plunger alarm, and had cracked casing. No adverse effects were reported.